Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 55-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage c shock, and on multiple inotropes/vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the hemoglobin was dropping and plasma-free hemoglobin was increasing, with an unknown cause. The team did not attribute the issue to the impella and will redo esophagogastroduodenoscopy (egd) if the hemoglobin continues to drop. After 30 days on support, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-7 at 4.1l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to duration of support on a mechanical circulatory support device and/or potential malposition of the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.